Manufacturer narrative:
Evaluation summary: primary operative notes were provided and were unremarkable. X-rays from an unk date were provided which show that the femoral head is not concentric within the acetabular shell. It appears to be shifted superiorly which may indicate subluxation or a fractured liner, however this cannot be confirmed. The version of the shell also appears to be potentially higher than the recommended 20 degrees. In general pt factors that may affect the performance of the components include: ag, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. With the info provided, it is likely that the shift in the femoral head is secondary to anther issue causing the pt's pain; however, a definitive root cause cannot be determined. Evaluation codes: review of the device history records was not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt is experiencing pain.